Event description:
Caller reported that the pump malfunctioned, displaying malfunction code 0, but this did not cause the customer's blood glucose level to exceed 500 mg/dl. The pump was replaced to resolve the issue, and the customer will use multiple daily injections (mdi) as a backup therapy until the replacement arrives.